Event description:
It was reported that during an infusion set and cartridge supply change, the user pulled back the spring and the applicator came apart, causing the infusion set to deploy incorrectly and the site to come out of the applicator; the user then had difficulty engaging the applicator ¿duck lips¿ until coached to pull back the two white rectangles, after which the set was loaded correctly and insulin delivery was resumed. Symptoms included no adverse clinical effects. Outcomes included successful troubleshooting and education, shipment of replacement supplies, and resumption of insulin delivery without alerts or alarms. Investigation included remote troubleshooting with stepwise guidance for infusion set loading and deployment. Investigation of this case revealed user handling error during applicator loading and deployment of the infusion set, with the device hardware functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set deployment.